Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) it was not possible to lock the left ventricular (lv) lead connector inside the connector hole. The ICD was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).